Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the pt was treated at hospital for high blood glucose (bg). On (B)(6) 2011, pt stated she obtained bg readings in 300-400 mg/dl range. The pt had symptoms of nausea, headaches and moderate ketones. The pt claimed she changed the site/set/cart and took correction boluses using pump. The pt claimed her bg responded positively and that evening her bg fell in normal range of 120-150 mg/dl. On morning of (B)(6) 2011, the pt reported a fasting bg of 386 mg/dl and was advised by hcp to go to ER. When she arrived at ER, the pt stated that she was taken off the pump and treated with IV fluids and insulin. Bg reading at time of arrival to ER not mentioned. The pt stated she was discharged from the ER later that day with a bg of 74 mg/dl and restarted pump therapy. After hospital visit, the pt claimed her bg has remained in normal range (120-150 mg/dl). The pt was advised by the physician at the hospital that the pump was not working properly and to call for replacement. At the time of troubleshooting, the pt denied any visible damage to pump, cartridge, or infusion set. The pt revealed that she uses refrigerated insulin. It was discovered that the time on the pump was programmed incorrectly. The pt denied any loss of power to device and confirmed that the battery cap was secure. The pt did not know if the date/time settings had been reprogrammed when pump was not in use during ER visit. There were no significant alarms noted when reviewing pump's history. The pt confirmed the basal settings were set properly on the pump and that tdd and bolus history added up correctly. Pt confirmed no sickness, infection or other diagnosis (other than high bg) found when treated in ER.